Manufacturer narrative:
Follow-up corrected report correct section and to update sections.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that there was an issue with software response time. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Follow up #2 is being submitted to update section.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that there was an issue with software response time. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that there was an issue with software response time. The case was successfully completed and there was no harm to the patient.